Event description:
Additional information indicated the reported event was unrelated to the cardiomems sensor.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient was admitted for shock, and presented with altered mental status. Fluid was given, and IV antibiotics were started but discontinued as no clear evidence of infection was found. Adjustments to medication were made.